Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed total bilirubin (tbi) results obtained on three (3) patient samples on a dimension exl 200 integrated chemistry system. Siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer. The customer removed the tbi flex lot from the system after level 1 quality control (qc) recovered out-of-range on the event date. But the customer did not perform ¿fix inventory¿ to verify the presence of the reagent lot in the system inventory. The erroneous results were obtained during sample processing due to the reagent lot not being present in the system. According to the dimension exl operator's guide, the customer is required to use the ¿fix inventory¿ option to verify the reagents in the reagent inventory. The customer ran qc and patient samples using another reagent lot, which recovered acceptably. Siemens determined that the cause of the event is consistent with the operator not using the ¿fix inventory¿ option in the system software. A product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that erroneously depressed total bilirubin (tbi) results were obtained on three (3) patient samples on a dimension exl 200 integrated chemistry system. The erroneously depressed results were reported to the physician(s), and the results were questioned. The same samples were reprocessed using another reagent lot on the original dimension exl 200 integrated chemistry system. The reprocessed results recovered higher than the erroneously depressed results and were considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed total bilirubin (tbi) results.